Event description:
Report 2 of 2 received of tubing ruptures during use with a power injectors. General report received of 2 undocumented incidents where tubing ruptures occurred. It was reported that the macrobore extension sets ruptured during the administration of contrast media via a power injector during unspecified CT studies. The customer reported that there were no adverse pt effects. Though requested, no additional info was provided.